Event description:
It was reported that, the patient experienced hyperglycemia on (b)(6) 2026 and treated with correction pump.

Manufacturer narrative:
Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState, Province or Territory: CA Post office or Zip Code: 91325Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380